Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 400mg/dl and a manual injection was administered to address the bg level. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin and the cartridge was on its third day of use. Tandem technical support advised the customer to change out all of their pump supplies since it was already time for a supply change. The customer changed their pump supplies and resumed insulin delivery.